Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a starclose se after an interventional procedure using a 4f sheath. Reportedly, resistance was felt while advancing the thumb advancer. Carving of the guide was noticed after 2cm. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported carving of the guide was observed as partially split and torn sheath. Based on the returned device analysis observations, it is likely that inadvertent change in angle of the device during thumb advancement contributed to the sheath split issue and subsequent damages. Reportedly, a 4f sheath was used. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no incident reported for this lot. It should be noted that the electronic starclose instructions for use (IFU), states: the safety and effectiveness of the starclose se vascular closure system have not been established in the following patient population: patients with introducer sheaths < 5f or > 6f during the catherization procedure. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.